Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate burst of anti-tachycardia pacing (atp) and eight inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. A boston scientific technical services (ts) consultant reviewed the report findings with the physician. Currently, this device remains in service. No additional patient adverse effects were reported.